Event description:
It was reported to resmed (B)(6) that an system fault 74 message was displayed in an astral device indicating a software task error. There was no patient injury reported as a result of this incident. MFR 3004604967-2015-00150.